Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. Two triclips were inserted and deployed on the tricuspid valve. A triclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, after removing 1 meter of the lock line, resistance was encountered, and a knot on the lock line was observed. The clip was retracted in the left atrium (la). However, the became caught in chordae and caught on the leaflet. Troubleshooting was performed, and the clip was able to be freed from the chordae and leaflet. However, a tear in the valve was observed. The clip was removed from the patient. A new triclip xtw was then inserted, and grasping was performed. However, the tr was unable to be reduced. Therefore, the clip was removed from the patient. The procedure was completed, and the tr was reduced to a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.